Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 5 hours of data (12:47:50 ¿ 17:58:26 on (B)(6) 2020 per the timestamp). The log file captured an atypical no external power alarm on (B)(6) 2020 at 17:58:26 (the last event in the log file). The no external power alarm activated despite the voltage levels indicating that the controller was receiving the proper voltage from the power module. It cannot be determined from the log file when the alarm resolved as it occurred in the last event of the log file. No other notable alarms were active in the log file. The alarm did not affect the controller¿s ability to operate to pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including the no external power and backup battery fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report #: 2916596-2020-02868. It was reported that the patient changed controller due to yellow wrench and red heart alarms on (B)(6) 2020. The site reported the yellow wrench was due to a controller fault. These alarms resolved with controller change. The log file noted two low battery hazard events on (B)(6) 2020 due to normal battery depletion. The log also noted a no external power event on (B)(6) 2020 which was caused by power to the power module being briefly interrupted. The old controller log file indicates that the patient did not connect to the power module/mobile power unit during the event history. This suggests that the patient is sleeping on battery power which is not advised.